Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 368 mg/dl. Customer's mother report they did not allege insulin pump was under delivering. The customer experienced symptoms such as not feeling well. The customer was treated with insulin drip and insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. Device uploaded properly using care link. Device had minor scratched display window, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip.